Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no pump history from the time of the event due to continued patient use. A review of the total daily dose for the current pump history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; there were no alarms or warnings duplicated during testing. A force sensor calibration test was performed and found that the force sensor was not detecting the correct force.

Event description:
On (B)(6) 2012, the patient claimed the patient's blood glucose elevated over 600 mg/dl while the subject insulin pump was giving recurring loss of prime. Reportedly, the subject pump was giving 2-3 loss of prime per day. The patient did not have any symptoms that suggest acute complication of diabetes. During troubleshooting, the animas representative confirmed there was no product misuse. The patient did not change the cartridge since the loss of prime issue began. The reported issue was not resolved with training. This complaint is being reported because the patient allegedly had elevated blood glucose above 600 mg/dl after the recurring loss of prime issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).